Event description:
This customer reported that the device failed to discharge during a cardiac arrest, in which two defibrillators were used during this event. This report references one of the defibrillators.

Manufacturer narrative:
(B)(4): this customer reported that the device failed to discharge during a cardiac arrest, in which two defibrillators were used during this event. The involved patient died. This report references one of the defibrillators, while the second defibrillator along with the death were reported via MDR #1218950-2013-00921. This complaint is still under investigation. A follow up report will be submitted once the investigation is complete.